Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the findings did not replicate or confirm the customer reported event of recognition issue. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument passed energy delivery test. Additional unrelated observation(s) not reported by site: the clamp arm was found to have teflon pad damage at the tip and base. The teflon pad was found detached from the arm clamp. Components adjacent to the damaged teflon pad do not show damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized. The procedure was completed with no patient harm.